Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Event description:
The customer reported the switch button #1 of the subject device was not working. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that a syringe tip came out of the channel. This report is being submitted for the malfunction found during device evaluation (foreign material in channel).

Manufacturer narrative:
During inspection and testing, the foreign material found in the channel was suspected to have accumulated since the previous procedure. In addition, service found the color of the light guide lens was changed, there was a leakage at the control part, the condition of the light guide bundle was not good, the bending angle in up direction was out of specification due to wear of the angulation wire, the coating at the universal cord was peeled off, and the protector was damaged. There was a leakage due to deformation of the up/down angulation knob, and the right/left angulation knob. The light guide lens was scratched and chipped. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.